Event description:
It was reported that within the past month or so patient had experienced left extremity soreness and stiffness; per reporter this pain was new. Patient was to have an MRI w/o contrast of the thoracic/lumbar area to rule out a new compression fracture and/or the presence of a granuloma. Drug in the pump was not reported. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11196r56, implanted: 2002-(B)(6), product type catheter, product ID 8711, lot# j11196r56, implanted: 2002-(B)(6), product type catheter. (B)(4).